Manufacturer narrative:
Software issue.

Event description:
The customer reported the ECG on the host is elongated. According to the customer, no adverse event involving a patient or user was reported by the customer.